Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a system error 322. Service evaluation verified the system error 322. The cause was identified to be a failed lower link. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance of a returned spectrum infusion pump in baxter puerto rico, the device experienced a system error 322 (link switch error (low)) alarm. No additional information is available.